Manufacturer narrative:
H10. H3, h6: visual inspection and functional testing could not be performed because the device, used in treatment, was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. The risk management documentation was reviewed and found to contain this failure mode within the risk file, no updates are required. Clinical/medical evaluation was completed and concluded that based on the limited information provided, the root cause could not be confirmed. However, excessive force on the instrument was likely and is a known risk addressed in the instruction for use. This could not be ruled out as a potential contributing factor. The retained metal piece is not biocompatible. Additionally, the scan confirmed the retained metal piece, however, the location was not provided. Therefore, we cannot rule out the possible of pain, MRI restriction or migration/ micro-motion of the retained metal piece. The impact on the patient beyond the procedure and retained metal piece cannot be determined. Since the procedure completed immediately with the same device; no further clinical/medical, assessment is warranted at this time. Should additional medical information be provided, this complaint will be re-assessed. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Event description:
It was reported that the novostitch cartridge broke off in the patient, leaving a metal piece inside of his anatomy. Incident occurred after the procedure, when a scan was performed on the patient, showing the metal piece. The procedure was completed using the same device and there was no delay. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.